Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient harm. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture observed the following from an external and internal inspection, unknown brown and black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box blower motor seal. Black dust-like contamination, inconsistent with degraded sound abatement foam, on the front panel and on the bottom enclosure. Unknown brown particle contamination on the rear panel. Also, black potential hair/fiber, inconsistent with degraded sound abatement foam, on the rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent. Manufacture used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacture was not able to confirm the complaint or address the symptoms specified and review of the device log showed 0 errors were logged. In box h11, device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid was updated. Box -d and recall number was updated in this report.